Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted quickly. Additionally, the customer reported that "the pump is 'cranking' insulin out". There was no reported adverse impact to the customer¿s blood glucose. Additional information was not provided, and customer declined follow up from tandem technical support.